Manufacturer narrative:
The oxylog 3000 was available for the investigation. At the contacts of the charging circuit at the battery, abrasion was found. The abrasion of the contact surface can cause oxidation of the exposed surface and thus increased transition resistances, which can lead to a power failure. Pulling and re-inserting the battery can eliminate these oxide layers. In the event of a supply voltage failure, the device alerts acoustically (buzzer), but no longer provides sufficient ventilation function. In this case, the user manual requires that an alternative ventilation option be provided. As soon as the supply is restored (e.g. By connecting an external power supply), the device continues the ventilation with the last settings after approx. 5s. The oxylog 3000 has behaved as specified and generated an alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during operation in a helicopter and generated an audible power fail alarm. No injury was reported.